Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported high blood glucose levels and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient went to the emergency room (ER) due to elevated blood glucose (bg) levels and was diagnosed with ¿borderline [diabetic ketoacidosis]¿ (dka). In addition to the patient¿s elevated bg levels, her ketones were 3.5 mmol/l (63 mg/dl). Specific bg values were not provided. Patient was wearing the pod for an unknown length of time, and the site of the pod was not reported. The patient had been experiencing adhesive issues and it was reported that the cannula was coming out of the site, which prevented the patient from receiving insulin. The patient¿s adhesive issues were reportedly attributed to the warm weather. It was reported that the patient uses additional product to prevent sweating and to help with the adherence of the adhesive pad. Patient was experiencing stomach pains, vomiting, and she reportedly ¿collapsed¿ shortly after arriving at the hospital. While at the hospital, patient was administered manual injections of insulin and had blood tests done. The patient was reported to have successfully applied a new pod following the event. After 3 hours at the hospital, the patient¿s bg levels went down and she was subsequently released. Pod lot and sequence numbers were not able to be provided.